Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection found one of the shaft tips was broken off, the broken piece was not returned for evaluation. The driver was also found to be slightly bent. This is a technique dependent device. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number showed no other complaint for this lot product and event description. A two-year review of complaint history revealed no other similar complaints for this product family and failure mode. (B)(4). The instructions for use advises the user of the following. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a shoulder procedure, a prong of the driver of the yrc02stb broke off. The piece was retrieved and there were no reported surgical delays or patient injury. Although multiple attempts have been made, no additional information regarding patient status or procedure has been provided. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.